Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was poor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the fiber optic cables were broken. The cause of the broken fiber optic cables was attributed to mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ureteroscope had damage at the head of the scope, and the top black eyepiece lens spot was off. The issue occurred during reprocessing. There were no reports of patient involvement.